Event description:
No additional information was provided by customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, it is likely the following led to the malfunction, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited image noise and a b30 scope communication error. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image noise and a b30 scope communication error. A root cause could not be identified for the scope error. Based on the results of the investigation, it is likely the following led to the malfunctions: a component failure. A root cause for the noisy image could not be identified. Based on the results of the investigation, the most likely cause was also not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.